Event description:
It was reported to philips that the heartstart mrx defibrillator ECG switched from leads to pads when the test load was connected to the pads cable. There was no patient involvement.